Event description:
It was reported that pump displayed power source alerts and would not begin charging despite use of tandem charging cable and wall adapter and leaving pump connected to a working outlet for extended time. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on backup insulin therapy if pump battery depleted and was sent replacement charging cable and wall adapter via two-day shipping, with plan for customer to call back if issue persisted.